Event description:
During a low anterior resection procedure, the device did not staple properly. Staples fell into the situs and had to be removed. Another like device was used to complete the procedure. There was no pt consequence.